Manufacturer narrative:
Complete patient information is not available at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial drg procedure on (B)(6) 2019 the drg lead stuck on the sheath, wherein the contacts fell off. No additional information provided at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received during follow-up indicate trial procedure was completed successfully. As a result, therapy was restored to the patient post-op.